Event description:
A consumer reported, her daughter experienced a serious vision problem and inflamed corneas following the use of this product. On (B)(6) 2010, additional information was received from the consumer stating her daughter is still experiencing decreased poor vision, blurry vision and she cannot drive at night. She stated her daughter is wearing her glasses and she has been to the doctor twice. She noted, she is unsure if her daughter has been treated with medications. On (B)(6) 2011, additional information was received from the consumer stating her daughter's vision is improving, but is still not one hundred percent. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 12/14/2010, 12/20/2010 and 01/07/2011; via mail on 12/13/2010 and 12/20/2010; and via e-mail on 12/20/2010. (B)(4).